Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the graphical user interface (gui) to breath delivery (bd) cable and run the performance verification test (pvt). Covidien not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).